Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke, there was also reported difficulty removing the suture from the dispenser. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any alleged deficiency/quality issue with the device (sutures) pre-op/intra-op/post-op/ re-surgery? Is this suture breakage pre op? When you mention "green background behind anastomotic vessel which we are missing in this latest package" do you mean "wrong number of packages inside the box, the wrong number of devices inside the package, or an empty package"? Is this a customer feedback that needs to be addressed through product development teams? Procedure name and date? Lot number? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? What is the procedure date? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. What is the most current patient status? Can you identify the product code and lot number of the product that was used? Device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 3/9/2022 h6 component code: g07002 no device problem found h3 investigational summary: complaint sample: complaint sample not received for investigation. Retained sample evaluation: as the complaint is related to performance - breakage suture/packaging- product removal, suture visual inspection as well as knot pull tensile strength is applicable & measurable parameter. As the correct lot number of impacted devices was not provided hence functional product evaluation was not performed. Nw3709 new packaging: label artworks and retain sample for product code nw3709 lot 1003 were referred and reviewed, and it was identified that artworks and product packaging components were subjected to revision in line with continual improvement program. Primary packaging of all the nucrel top and bottom codes were converted to the dry codes into sbf/sbf-fp/sbf-frp folder with existing overwrap 2fs tyvek and bopp polyfilm, as a sterile barrier for ethilon, mersilk and ethibond families. These changes were approved, executed and implemented according to established change management process with only one thought, that in revised packaging product will be easily accessible, eliminated the opportunity of needle point damage and needle bending as needle is parked in frp and, less handling of the product, which reduced the opportunity of needle separation as these codes are epoxy attached codes. Proposed primary packaging is already used in other product codes of the impacted families. These product codes are in the market and used by the customer. The primary packaging change is visible to the end user and does not have any impact on the end user. From the above analysis, it is concluded that the product is genuine and with revised packaging, there is no indication or incorrect components in the marketed product. Packaging component change was already communicated to marketing teams. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.